Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient didn¿t feel stimulation while they were on their back three times in the last week. The patient reported that they sat up and used their patient programmer (pp) and were able to feel stimulation again. The patient wasn¿t sure of the therapy was on or what they did. No further complications are anticipated. Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that cause of the issue was adaptivestim intensities changing from what he had set them to. The rep and hcp reset the desired adaptivestim intensity while laying. The issue had resolved. No further complications were reported.